Event description:
Additional information was received that there was failure to interrogate on the device and fluid was visually observed on the device during the explant.

Manufacturer narrative:
The reported event of header anomaly was confirmed. The device was received with no telemetry and no output. Visual inspection of the header attachment area detected an anomaly between the pre-molded header and titanium case. The device was cut open to enable further testing and the battery was found depleted. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated normal current drain. The device is included in the zenex, assurity, endurity laser adhesion preparation advisory issued by abbott on 20 july 2022 for a subset of devices distributed and implanted outside of the united states.

Event description:
Additional information was received that there is a header anomaly.

Event description:
During an in-clinic follow-up, a device malfunction was reported. Additional information was requested, although not received. The device was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The estimated explant date is (B)(6) 2024.